Event description:
A patient received her first skin test on 4/2/1997 in the forearm. Within 24 hours, the skin test site was pink and itchy. The physician diagnosed a positive skin test and prescribed an over-the-counter antihistamine. The patient reported flaring of the symptoms with activities that heat up the body. On 5/7/1997, the symptoms were dissipating.